Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident information. Balloon ruptures can occur from many factors. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly the lesion was heavily calcified, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the patient anatomy. In this case, a conclusive cause for the reported balloon ruptured could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a heavily calcified lesion in the rca. The voyager nc was inflated, but ruptured at 8 atm. There were no pt effects. No additional event or pt info is available.